Event description:
Boston scientific received information that this right ventricular (rv) lead had impedances that have been increasing over a period of time. The impedances were at 400 ohms to 500 ohms as of last year and are now at greater than 2,000 ohms. The physician reprogrammed the rv lead to the unipolar configuration. The physician discussed possibilities of a lead revision, no decisions made at this time. No adverse patient effects reported. Additional information was received from the local sales representative stating that the physician has decided to not perform a lead revision procedure. The physician will monitor this patient.

Manufacturer narrative:
At this time the rv lead remains in service. The physician will monitor this lead. Should additional information be received, this investigation will be updated.